Manufacturer narrative:
(B)(4)

Event description:
Patient was interrogated and had 1 bradycardia trigger and 5 asystole triggers but no recordings stored on the device. All triggers and parameters were turned on. Patient has not been in afib since the procedure. The reason for no recordings on the device is unknown. Device remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.